Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 425cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, the patient experienced a deflated breast prosthesis. During evaluation of the device, an area of siltex cracking was observed on the posterior view. Additionally, a tear was noted within the siltex cracking, measuring approximately 0.5 cm. The evaluation determined that the rupture is consistent with a siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: concomitant medical products: mentor siltex round moderate profile 425cc saline breast prosthesis, catalog #3542670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 425cc breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2020.